Event description:
The patient entered the hospital on this admission in complete heart block, judged to be potentially life threatening by the physician. Pacemaker lead demonstrated signs characteristic of insulation fracture. Lead could not be explanted, and remains in patient. A new lead was placed and connected to the original generator, which was re-implantedinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was not destroyed/disposed of.